Event description:
During attempts to advance a coronary stent with delivery system to the target lesion site in the pt's right coronary artery, the stent dislodged off the balloon catheter and embolized in the coronary vasculature. A microsnare was introduced to retrieve the stent. However, during retraction of the microsnare, the stent embolized to an unknown location. There were no clinical sequelae reported relative to the event.